Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined the reagent syringe r1 was the cause of issue. The fse cleaned the deionized (di) water tank, and sample probe filter. The fse replaced the r1 reagent probe to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the au5800 clinical chemistry analyzer generated two (2) erroneous erratic patient results with ¿*¿ and ¿e¿ flags for na (sodium), cl (chloride), bun (blood urea nitrogen), alt (alanine aminotransferase) and ast (aspartate aminotransferase). There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.